Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer had several motor error alarms on their insulin pump. Customer could not recall any significant events leading to the alarm. Customer also stated their insulin pump was locked. The customer's blood glucose was 20 mmol/l. The customer's insulin pump will be replaced. No additional information provided.